Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, flickering image was noted. As a result, a faulty dp board was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. The reportable malfunction noted was printed circuit board failure. There was no device issue or patient injury reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Due to an abnormal interval between external synchronization signals, and it is presumed that the flickering of the image occurred due to a failure of the board to be communicated with. Olympus will continue to monitor complaints for this device.